Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Based on the product return, the following were updated: device available for evaluation?, date received by MFR?, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative.

Manufacturer narrative:
The product identity was confirmed in the evaluation. There were intraoperative pictures taken, showing the first choice (fc) implant that was implanted in the patient. The picture shows four 2-hole straight plates with screws inserted into the patient and the implant. There appears to be two fractures in the implant, both at screw insertion locations. The screws appear to be more than 4 mm from the edge of the implant. Only the backup bu) implant was returned as the fc implant was successfully implanted. The bu implant was returned in the original still sealed packaging. The bu implant was visually evaluated and no defects were found. The returned bu implant was plated in the same areas as seen in the photograph of the fc implant. The bu implant was successfully able to be plated without fracture or other issues. The implant dimensional analysis scan performed on the fc and bu implants as part of the finished part inspection process were reviewed. The scans determined that both the fc and bu implants were manufactured according to design requirements provided by the customer and met all acceptance requirements. The complaint was confirmed through the intraoperative pictures showing two fractures in the implant. The most likely underlying cause is not pre-drilling the implant before inserting the screws.

Manufacturer narrative:
The first choice implant remains implanted, it is reported the back-up implant will be returned for evaluation. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported the implant fractured at the points where screws were inserted. The surgeon cut the implant using a bone nibbler, it crumbled when being cut. The implant was able to be implanted, the surgery was completed with a delay of only a few minutes.